Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 12. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.